Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 66 year-old female patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient has been reported to have multiple cardiac and systemic comorbidities. On the fourth day of support, the patient developed signs of limb ischemia in the right leg. When the medical staff consulted vascular surgery, the patient was considered a poor surgical risk due to multiple organ failure, continuous renal replacement therapy, and coagulopathy. Due to not tolerating flat bed rest, the patient started pulling several lines, including the impella device¿s, so the medical staff decided to explant the impella device. The patient remained under medical supervision following the explant.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.